Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of anaphylactic shock, deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported a patient was injected in the cheeks using juvéderm voluma® xc. Several months after the injection, patient experienced delayed onset swelling. The patient stated that it started after they were exposed to sick children. The hcp prescribed the patient a 7-day course of steroids and the patient did show some improvement, but they had a rebound reaction after being off steroids which felt like their throat was closing, deemed not related to the device. They had difficulty breathing. The patient¿s husband gave them an epi shot, and the patient went to the ER where they were given IV benadryl and steroids. The ER discharged the patient and gave them steroids and dose taper.